Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call no delivery alarm and high blood glucose. Customer's blood glucose level was over 600 mg/dl. Customer experienced pain, felt sick, was shaking and treated their high blood glucose with the insulin pump. Customer advised they entered a 30 carbs into the insulin pump in order to receive a large bolus although they did not eat anything. Customer advised their blood glucose went down almost 300 mg/dl. Customer advised they had a bent cannula. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm was performed. Customer realized they only needed to deliver 1 bolus to themselves instead of two which resulted in the no delivery alarm. Customer advised they understood their blood glucose levels and the reason for the alarm. Customer did not need any further assistance and was advised to call back if issues persist.